Event description:
It was reported via repair work order that the ground prong on the plug of the power cord was broken in half and missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.